Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the sheath adhesive detachment could not be determined, however, the issue was likely the result of component failure due to degradation, repetitive use stress, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During inspection of the device, the cysto-nephro videoscope was found to exhibit chipped/detached bending section sheath adhesive was found, likely due to degradation. There was no patient involvement, and no harm was reported as a result of the event.